Event description:
Caller reported that t:slim x2 pump battery would not charge despite using tandem¿s charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump, advised caller on using the g7 sensor with updated software, and instructed on returning the malfunctioning pump through ups, ensuring insulin delivery could continue using the current pump or mdi if necessary.